Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, almost empty easypump ii lt 270-54-s without packaging. The received pump was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not closed. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues (liquid) at the patient connector. The sample was approximately filled up to the nominal volume of 270 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 5 ml/h actual: 8.2 ml in 1 h; 14.5 ml in 2 hrs and 137.9 ml in 26 hrs (48.2 % of the total running time) the inspected sample is in accordance with our requirements. The easypump ii lt 270-54-s is neither blocked nor does the pump shows abnormal values during the test of the flow rate. Therefore the reason of complaint is not comprehensible. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(4): the diffusion was completed in 24h instead 54h.